Event description:
The complainant alleged while attempting to defibrillate a patient, the device would not power up. The complainant indicated that the clinician was able to defibrillate the patient back to a paced rhythm. The complainant did not indicate if there was an adverse effect to patient as a result of the reported malfunction.